Manufacturer narrative:
The tip cover accessories have not been returned for evaluation as they were discarded by the hospital. The monopolar curved scissors (mcs) instrument used during the procedure was returned and evaluated. Engineering was unable to find any evidence of arcing and no burrs or damage in the area where arcing may have occurred. A new tip cover accessory was placed on the instrument in attempt to re-create the customer reported failure, however after multiple attempts arcing was not observed. Electrical continuity passed and a cut test was successful. No physical damage was found. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The following medwatch report was sent to the FDA in relation to this event: MFR report 2955842-2011-00306

Event description:
It was reported that during the beginning of a da vinci si hysterectomy procedure, while the surgeon was working on the round ligament, arcing was observed from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs was immediately removed and the tip cover accessory was replaced. The procedure continued however, shortly after the replacement tip cover accessory was in use, arcing was observed coming from the mcs instrument. The arc hit the back side of the patient's uterus causing a superficial burn. The planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, injury or adverse outcome was reported.